Event description:
The returned electrode was analyzed and confirmed the electrode shaft was broken off at the hub due to external mechanical force.

Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
The returned electrode was analyzed and confirmed the electrode shaft was broken off at the hub due to external mechanical force.